Event description:
It was reported the patient had bladder pain and had to go to the emergency room to be "shot up with morphine because of the pain and there was bleeding and urine." It was noted the patient had a fall three to four weeks prior but it was unknown if the fall was related to increase in symptoms or shocking. The patient had to go to the emergency room due to the fall. The patient fell on their left side and had a bruise "the size of a dinner plate and a half" across their back. It was also noted the patient had shocking and jolting. The patient's amplitude was set at 2.6 volts when they began to feel shocks. It was noted the shocks were in the patient's back going up where there implant was. When the patient was doing dishes, it made them "jump, they couldn't move and it was pulsating up their back." It was noted the shocking stops if they turn their device off and starts again if they turn their device on. It was noted when the amplitude was decreased it still hurt. The patient had their doctor check the device and the doctor said it "was still working and they were getting a reading." Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3 889-33, lot# va04w3l, implanted: (B)(6) 2013, product type: lead. (B)(4).